Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Per the customer statement, the monitron ii screens continuously froze. It was determined the screen freeze was due to a electronics problem as well as faulty software. The correction made to the device was the replacement of the pal chip, as well as reverting back to the previous software version. These components were corrected and confirmed to be working appropriately within the systems. At this time, no additional information has been received on this incident or patient. A follow up MDR will be submitted if additional information is received.

Event description:
Per customer statement, the monitron screen freezes and only seems to function correctly when powered off and powered back up.